Manufacturer narrative:
Event date is estimated.

Event description:
It was reported the patient¿s ipg lost communication with external devices. In turn, the ipg deemed inoperable. Surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
Additional information received reports patient underwent surgical intervention on (B)(6) 2022 in which their ipg was explanted and replaced.